Event description:
Event or problem: the customer reported that during deployment of a vasoseal es, the temporary arteriotomy locator was in place with resistance felt to confirm proper placement. The dilator was advanced without incident. Then when the sheath was advanced, the physician had trouble advancing the sheath into the tissue tract. The dilator and locator came out of the tissue tract without any resistance. All of the components were removed and manual pressure was applied for 15 minutes. No hematoma or groin complications were noted. The groin was fluoroscopied to check the location of the locator's j segment which had detached from the locator. The fluoroscopy revealed that the j segment appeared to be in the tissue tract. The physician decided to leave the j segment in the pt and advised the pt. No further complications were reported.